Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory for a scheduled implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system in late (B)(6) 2014. During device-based testing, ventricular fibrillation (vf) was induced with appropriate sensing and detection from the device. Shock therapy was appropriately delivered which terminated the induced arrhythmia. Shortly thereafter, the pt became hypotensive and bradycardic requiring cardiopulmonary resuscitation, medications, respiratory support (intubation) and implant of a temporary pacing catheter. The pt was transported to the cardiac care unit. It was felt that the adverse event was pt-related; however, the principle investigator felt that the adverse was device-related and represented a product deficiency as the device could not provide normal bradycardia pacing support. The local rep noted that the physician statement was made to highlight the need for future enhancements. The physician understood that the device is designed to provide post-shock pacing only and that the device performed as designed and programmed. Additionally, the physician expressed dissatisfaction since the shock episode and electrogram were not stored during the active device session. The physician would like all tachyarrhythmia events stored regardless of whether telemetry is active. Boston scientific received info that this pt died the following day. According to the report form, the pt's death was related to the procedure and was documented as "cardiac arrest." The device was not interrogated or explanted post-mortem. No autopsy was performed.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete, this investigation will be updated should further info be provided.